Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be faulty pumphead doors. To correct the condition, the pumphead doors were replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During initial inspection by baxter personnel it was found that both p1 and p2 pump head doors were broken. There was no known patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.